Event description:
Pt's wife/caregiver reports, last night during the infusion pt's hizentra leaked out and pt ended up losing all 8 gm dose, didn't realize medication didn't go in until after the time. Pt/caregiver stated that the medication leaked from the tubing, not sure exactly from where but suspect that it's where the flow rate tubing attaches the needle set. Pt had another dose on hand and completed the infusion, did not miss any doses. Unknown if products are available for return. No adverse events reported. No further information is known or given. Reference report: mw5176664.